Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged battery power loss alarm found on (B)(6) 2021. The pump passed the displacement test, active current test and self test. No low battery alert or battery power loss noted during testing however, high sleep current noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, this pump, ng2585615h, has been confirmed in the field for unexpected battery power loss through the pump history per ee r&d team. During initial testing the pump was received with high sleep current (10.8 ma) however after removing the c30 capacitor, and remeasuring, the sleep current measurement went to the desired current of <1ma (specifically at 0.7568ma) (this work done by the ee r&d team). Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case. Battery power loss was confirmed and high sleep current due to leaking current at the c30 capacitor on pcba 2. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.